Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 16097529 is 10885403233319. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set cracked and/or leaked at the female luer during infusion. There was no report of patient harm, and no specific event details were provided. Their general regimen for cleaning is to use a non-bd micro-injection port, swab for 15 seconds with a 70% alcohol prep pad and allow 15 seconds to dry prior to access with a bd syringe. Sets are used up to 96 hours.